Manufacturer narrative:
(B)(4)

Event description:
The customer reported false negative reactions of an external control with seraclone anti-a art # 801325100, lot 7018010-04. The customer has sent us the external control called controcell 4 but not the complained lot of seraclone anti-a. The controcell 4 was hemolytic and already expired when we received it. The expiry date of the control was 2010-12-13. Inspite of this, the controcell 4 was tested on the retention sample of seraclone anti-a. The controcell 4 showed a negative reaction. But due to very strong sticky effects, the results had to be shaken very strongly. According to the result sheet of controcell 4 the affected control cell is a weak reacting control. The affected lot seraclone anti-a was also tested additionally with different calls: all positive and negative reactions were correct.